Event description:
Customer reported having to explant an intraocular lens (iol) from a patient one (1) month post-operation as patient presented with dissatisfaction with their quality of vision. Account provided that the patient was very dissatisfied and complaining of not seeing well with low visual acuity (glare). No further information was provided.

Manufacturer narrative:
If explanted, give date: unknown/ not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.